Event description:
A call to patient services placed on (B)(6) 2013 states that a health care practitioner named (B)(6) and a clinic account manager from (B)(6) clinic, mentioned that a patient had an issue about this medtronic carelink home monitoring system. Patient stated that he touched the medtronik carelink home monitoring system and then he apparently got 3 shocks from his heart device. Patient apparently also mentioned something about having chest pain at some point as well and possibly other symptoms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).